Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to the defective charged coupled device unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found that green spots are reflected in the image due to imaging failure, contact corrosion, light guide bundle chipping, and a broken serial ring. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the asset video telescope "endoeye hd ii", 10 mm, 30°, autoclavable had an abnormal image due to a defective charged coupled device. There were no reports of patient harm.